Manufacturer narrative:
Unomedical clinical evaluation: 09-jun-2016: the spouse of patient reported patient was brought to hospital unconscious due to a detachment. Chain of event is not clear. No used set returned for testing. No information available to determine if the quick release of the infusion set got disconnected due to not lock properly, if movement unlocked the quick release or if the tubing detached from the tubing connector. In both scenarios the patient will not receive adequate amount of insulin causing blood glucose level to increase. If not treated this could result in diabetic ketoacidosis. Diabetic ketoacidosis is a lifethreatening condition. More information is necessary to perform a clinical evaluation. On 16-jun-2016: new information describes that the infusion set detached during the night and no insulin was delivered in patient. This caused patient to go into diabetic ketoacidosis (ketones at 9 g/l). Untreated diabetic ketoacidosis is a life-threatening event which require medical intervention. Patient was admitted to hospital for 7 days. Type of medical intervention is not reported. Patient did not report any clinical consequences due to this event. Unomedical investigation of lot reference samples: the reference samples were visually inspected and tested for flow, leak, static pull of tubing-tubing connector/pcc and ventilation to pcc. All test results were within specifications. The batch record (B)(4) was verified and found within specifications. Unomedical conclusion: 16-jun-2016: based on the investigation and test results the claimed failure can not be confirmed. However, we are aware that tubing-to-tubing connector detachments can occur. If new information and/or return of the used product becomes available the complaint will be re-opened and appropriate actions will be taken. Unomedical's source of information: our primary source is the notification from the distributor, (B)(4), which we received on 08-jun-2016. On 15-jun-2016 we also received a very brief notification from the (B)(6).

Event description:
(B)(4). Patient is a (B)(6) citizen; country of occurrence: (B)(6). A female diabetic patient is being treated with insulin via an insulin pump and a medtronic quick-set mmt-397 infusion set. In the night of (B)(6) 2016 she experienced a tubing-to-tubing connector detachment which disrupted the insulin delivery. Consequentially her blood glucose elevated to a degree causing diabetic ketoacidosis with ketone levels up to 9 g/l. She was found unconscious by her family in the morning and taken from home in (B)(6) to the nearest hospital, (B)(6), where she remained for seven days under the care of dr. (B)(6). No details of treatment is available. No further clinical consequences have been reported.